Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was diagnosed with myasthenia gravis since implant. No other information was provided as it was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.